Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) would not deflate during prep by scrub tech. Multiple attempts were made to try and deflate balloon with no success. A decision was made to abort any attempt in using device on patient. Device was set aside and not used. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) would not deflate during prep by scrub tech. Multiple attempts were made to try and deflate balloon with no success. A decision was made to abort any attempt in using the device on the patient. The device was set aside and not used. There was no reported patient injury. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile ¿mynxgrip vascular closure device 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle, the stopcock was observed opened, and the sealant and the advancer tube were observed to have remained in their manufactured positions as received. In addition, the balloon was observed fully deflated. The procedural sheath was not returned with the device and the syringe was noted connected to the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and no leak was found in the balloon. Pressure was maintained with proper functioning of the inflation indicator per the mynxgrip instructions for use (IFU). In addition, after the leak testing, the balloon was able to deflate completely. Per microscopic analysis, visual inspection at high magnification revealed that there was no residual fluid in the balloon of the returned device as received. After the leak test, the balloon was completely deflated. A product history record (phr) review of lot f2307402 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon-deflation difficulty¿ was not confirmed since the returned device passed functional analysis. The exact cause of the deflation issue experienced by the customer could not be determined. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the deflation issue reported, especially since the returned device passed functional analysis and there was no residual fluid found in the balloon. According to the IFU during the prepare balloon step, which is not intended as a mitigation, ¿fill locking syringe with 2 to 3 ml of sterile saline, attach to stopcock and draw vacuum. Check luer connector and tighten if necessary. Inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate.¿ neither the phr review, nor the product analysis suggest that the issue experienced by the customer could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2307402 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.